Event description:
Boston scientific received information that this patient had endocarditis and an infection. This system was explanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.